Event description:
Download data from a (B)(6) male patient revealed several battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a contaminated battery pca board and a defective u13 cmos micro-controller. The u13 processor had corrupt programming. The root cause for the contaminated battery board was ingress of an unknown liquid. The root cause for the corrupt u13 programming could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.